Event description:
Customer was transporting the pt, during the transport the ventilator shut off. The ventilator had only one battery, the customer replaced the battery, the ventilator then operated properly.